Manufacturer narrative:
Evaluation summary: a patient reported that she when turned the dose knob and pressed the injection button of her humapen luxura device, the screw did not move and insulin did not leave the device. She experienced blood glucose fluctuations. The patient support center was able to troubleshoot the device and was able to confirm the device was delivering insulin; however, the patient was not comfortable using the device. Investigation of the returned device (batch 0907b02, manufactured july 2009) found that the device met dose accuracy and glide (injection) force specifications. No malfunction was identified. Evidence of exposure to an unknown chemical was present on the cartridge holder and the trim ring of the cartridge holder was broken off. The user manual states to wipe the pen cap, pen body and case with a damp cloth to clean them and not use alcohol, hydrogen peroxide, bleach, cover in liquid or apply lubrication, such as oil, as this could damage the pen. There is evidence of improper use. The patient reused needles and did not prime the device. This may be relevant to the complaint of blood glucose fluctuation. Foreign material contamination of the device occurred while in the field (not related to the manufacturing process).

Event description:
(B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event with a product complaint, concerns an adult caucasian female patient. The medical history of patient included hypertension, cholesterol (as reported) and convulsion reported as a recent problem. The concomitant medication included metformin hydrochloride, losartan, simvastatin, fluoxetine, phenobarbital and nortriptyline, all of them for unknown indications. The patient received human insulin nph (rdna origin) (humulin n) cartridge, 14 iu before breakfast, 10 iu at lunch and 4 iu at dinner, and human insulin regular (unknown manufacturer), 2 iu always when glycemia was higher than 150 (measure unit not provided) but the dose varied according to the glycemia, both subcutaneously, for treatment of diabetes, beginning approximately in 2005. Since 2005, the patient started to receive the human insulin via humapen ergo ii (lot number 0711d05) and humapen luxura burgundy (lot number 0907b02), but it was not specified which insulins were delivered by each reusable pen. On an unspecified date, reported on (B)(6) 2015 as some time ago, unknown if after or prior to the start of human insulin nph and human insulin regular, the patient did not see well, she did not get to see the dials of syringe when she used it and she needed assistance for using it. The reporting consumer believed that the vision difficulty was a problem related to the development of disease (unspecified), but not related to the insulin. The patient used glasses as corrective treatment and she did not recover from this event. In (B)(6) 2014, approximately nine years and six months after the start of human insulin nph and human insulin regular, the patient started to gain weight. The patient was being treated by a nutritionist, who provided her a special diet to be followed. The patient did not recover from the weight gain. On an unspecified date, unknown time after the start of human insulin nph and human insulin regular, the patient experienced episodes of hypoglycemia and hyperglycemia. The patient changed physician and the doses of the insulins were being readjusted. As corrective measure the patient used a glucose sachet or she ate a candy when she had hypoglycemia and she also was followed via e-mail (as reported) regarding the measures of glycemia. On an unspecified date, reported on (B)(6) 2015 as recently, the patient experienced episodes of convulsion. The reporting consumer did not know that it was a convulsion because the patient only fell on ground. On an unknown date, the patient underwent an electroencephalogram which revealed the convulsion and it was unknown if she received corrective treatment. The reporting consumer believed that the convulsion episodes were related to the decompensated diabetes. The events of blood glucose fluctuation and convulsion were considered serious by the company due to medically significant reasons. On (B)(6) 2015, the patient had the following glycemic values (measure unit and normal range were not provided): 33 in the morning, 159 at breakfast, 406 at noon and 62 at dinner. On (B)(6) 2015 the glycemic values were 31 in the morning, 268 at breakfast and 157 at lunch. It was provided that these peaks were frequent and that the patient ate too much candy. The patient did not recover from the events of blood glucose fluctuation and convulsion. The reporting consumer stated the reusable pens humapen ergo ii and humapen luxura burgundy had a problem but it was unknown when it had started. It was provided that the patient set the button, turned it, the plunger did not go down and the insulin was not released. The son of patient helped sometimes and the pens returned to work. The patient did not perform the priming step and she always reutilized the needles. Humapen ergo ii (lot number 0711d05 associated with product complaints (B)(4)) and humapen luxura burgundy (lot number 0907b02 associated with product complaint (B)(4)). Human insulin nph and human insulin regular were continued. The patient operated the device and she was trained by a physician. These device models and both reported devices had been used for approximately ten years. The devices returned on 13may2015, and no malfunctions were identified. The reporting consumer believed that the event of convulsion was related to the decompensated diabetes and did not consider the events of blood glucose fluctuation, convulsion and vision difficulty related to human insulin nph and human insulin regular. The reporting consumer did not know if the event of weight gain was related to human insulin nph and human insulin regular and did not provide a relatedness opinion between these insulins and the event of fall. Edit 04may2015: upon internal review on 04may2015, a non-medically significant edit was completed in order to include in the narrative the numbers of the product complaints associated with humapen ergo ii and humapen luxura burgundy as provided by responsible complaint personnel. Update 17jun2015. Additional information received 16jun2015 from the global product complaint system. To the device tabs added the date the devices returned, lot numbers, malfunction as no, manufactured dates, and the device specific safety summaries; updated the EU/ca fields; and updated the narrative accordingly. Update 10jul2015: upon review, this case was opened to update the medwatch fields for regulatory reporting.